Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the u.s. The PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The torn and separated tip was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for torn or separated tips from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that before advancing a 3.0 x 23 mm xience pro stent delivery system over an unknown guide wire, the tip was found to be torn at the proximal end and it separated. Another catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.